Event description:
It was reported that balloon rupture and vessel perforation occurred. The target lesion was located in the venous vein. A 2.00mm x 12mm nc emerge was advanced for dilation. However, the balloon ruptured when the device was inflated a little above rated burst pressure causing a small perforation. The procedure was stopped and the patient's status was fine and kept under observation.